Manufacturer narrative:
Device was evaluated by nidek field service engineer (fse) on 3/23/206 on the field. Hence device was not returned back to nidek. Fse tested and evaluated the device for proper operation. On evaluation fse could verify low power issue. However, the focus issue could not be verified. Fse tested the energy output and found the low energy (for 10 mj display it was 6mj). Fse removed the energy control and found it dirty. The energy control was replaced. Device was calibrated as per specifications. The treatment output energies were tested and verified per specifications. Device has been operational. The cause for low power issue could be due to dirty optics in the energy control. The issue related to aiming beam out of focus issue could not be verified in this case. However, as per historical review of the past complaints for similar issues, it has been identified that the dirty optics could also cause the aiming beam out of focus issue. Clinical specialist reviewed the service records in the past. Device was purchased by the customer in 2007. No record is available suggesting preventive maintenance was performed in the past since 2007. No patient was affected so no patient information is provided. Nidek considers aiming beam out of focus issue is a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. However low power itself is not a contributing factor to the adverse event. (Reference: operators manual: 2. Safety and precautions; 2.3 use; caution).

Event description:
Nidek inc. Received a complaint from a customer on (B)(6) 2016. Customer reported that during the use of yc-1800. Sn: (B)(4) doctor observed low power and difficulty focusing the laser. Aiming beam was out of focus. No patient injury was reported that time.